Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of a portex® endobronchial double lumen, the customer could not perform a single-lung ventilation because the bronchial cuff (a blue cuff) was not properly sealed. No patient injury.

Manufacturer narrative:
One portex® endobronchial double lumen was received for evaluation. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were found in the returned sample. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. No discrepancies were found. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. No root cause was determined since the complaint was not confirmed. No issues were found with the smiths healthcare facility.